Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they were trying to turn the stimulation down with the programmer, but the programmer will not power on. The confirmed using new regular alkaline batteries in the programmer. It was reported that the programmer had no signs of corrosion or damage and the battery compartment was cleaned with no apparent damage. It was reported that the batteries are hot and that the battery compartment of the programmer itself is hot as well. The patient reported that the stimulation was going crazy and causing jolting. Patient services advised that the stimulation can be turned off using the ins recharger (insr) until the replacement programmer is received to adjust the therapy. Patient services walked the patient through turning the stimulation off using the insr and the patient confirmed that the stimulation was off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was just charging as usual, and when they tried to use the device to turn stimulation down that it wouldn¿t work. The patient stated that they recharged the device, connected to it, and everything seemed to be working. It was reported that the replacement programmer resolved the issues. No further complications were reported or anticipated.